Event description:
It was reported by the rep that the (1) atb35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the surgeon claimed to fire the instrument and it would not open for him to reload again. A second instrument was opened and the case was completed without incident. There was no consequence to the patient.